Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 08/02/20007.

Event description:
The customer reported that after receiving an error code during phaco, a posterior chamber tear occurred. They restarted the system, primed, tuned, and completed the case. They stated there was no patient injury. Two cases were cancelled. Additional information has been requested.